Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the faulty cable. A field service engineer resolved the issue by replacing the cable and applied electrical tape to the edges of the frame to prevent future damage. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had blank screen. Device was not communicating. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.